Event description:
An optometrist reported a case of trace cells in the anterior chamber, observed in the right eye at three weeks post lasik treatment. Reporter indicated they increased topical steroid eye drop dosage. Pt noted light sensitivity in right eye. Upon additional follow up, reported indicated at four week post op flare was noted in right eye, and at week five the issue was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).